Event description:
It was reported to boston scientific corporation that a percuflex helical stent device was about to be used for ureteroscopy and laser lithotripsy procedure within the ureter performed on (B)(6) 2013. According to the complainant, during preparation, they noticed a hole in the packaging making the sterility of the device compromised. It was confirmed that no damage was noticed to the shipping box. The procedure was completed with another percuflex helical stent. The patient's condition at the conclusion of the procedure was reported to be fine.